Event description:
It was reported by service report that the head right wheel rubber was partially peeled off/worn and the brakes did not hold on that wheel. The customer could not determine if there was pt involvement or if there were adverse consequences to report.